Manufacturer narrative:
The pump was returned to animas for eval. Upon examination the pump was found to exhibit a visible battery compartment crack and corrosion in the battery compartment. Eval found that the power circuit does not draw excessive current. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The pt's mother reported receiving a replace battery alarm, upon removing the battery, it was found to be hot along with the pump.